Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to the stem was loose and came out with little effort and no soft tissue on it; pain. The patient had a zimmer biomet cup in them, our stem, neck and head were replaced with strykers.